Manufacturer narrative:
H6: impact codes - updated f1001 absence of treatment to f23 unexpected medical intervention

Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed on (B)(6) 2022 and a 27mm watchman flx left atrial appendage closure device was implanted. On 15mar2023, a coil procedure was going to be performed for a leak measuring 3-4mm around the device along with a concomitant ablation procedure. The procedure was being performed under general anesthesia. No effusion was noted before the procedure. The transeptal puncture (tsp) was completed using a versacross connect. A non-boston scientific (bsc) mapping catheter was then used to start mapping prior to the ablation procedure. The patient's blood pressure dropped, and a large effusion was noted. A pericardial tap was performed along with the use of a cell saver. After the patient's blood pressure was stable and effusion was no longer increasing, the case was aborted. No coils were placed to fix the 3-4mm leak. The pericardial effusion was reported to have been caused by the non-bsc mapping catheter.

Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed on (B)(6) 2022 and a 27mm watchman flx left atrial appendage closure device was implanted. On (B)(6) 2023, a coil procedure was going to be performed for a leak measuring 3-4mm around the device along with a concomitant ablation procedure. The procedure was being performed under general anesthesia. No effusion was noted before the procedure. The transeptal puncture (tsp) was completed using a versacross connect. A non-boston scientific (bsc) mapping catheter was then used to start mapping prior to the ablation procedure. The patient's blood pressure dropped, and a large effusion was noted. A pericardial tap was performed along with the use of a cell saver. After the patient's blood pressure was stable and effusion was no longer increasing, the case was aborted. No coils were placed to fix the 3-4mm leak. The pericardial effusion was reported to have been caused by the non-bsc mapping catheter.